Event description:
It was reported to philips that the device was failing defibrillator test. There was no patient involvement.

Manufacturer narrative:
Updated device problem code grid. Complaint evaluation: the device was evaluated by the customer with assistance from a philips remote service engineer (rse). The reported issue was confirmed and the cause was traced to a faulty therapy pca and capacitor. Customer resolution and conclusion: based on the conclusion of the evaluation, it was determined that this was a malfunction of the therapy pca and capacitor. The customer was advised to replace the therapy pca and capacitor to return the device to working condition. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.